Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the issues with recharge quality were persisting. The patient stated that the manufacturer's representative (rep) told them to get a replacement. Patient was issued a new antenna. Additional information received stated that the new antenna did not fix the problem, and the patient thought she should have been sent a controller. Patient was issued a new controller. Additional information received via the manufacturer's representative (rep) stated that the issue was not recharge frequency, but the recharge discrepancy with the energy meter. It was stated that the cause was not known and the issue was not resolved. The rep stated that they believed the system was operating as it was supposed to, but the patient thought something was wrong. Additional information received stated that the new controller did not fix the issue, and the patient was redirected to their hcp. It was reviewed that the hcp may invite the rep to be present at the appointment. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having problems recharging. The rep stated that they programmed the patient and ran the check energy function, which indicated that the charge interval would be once every two day. The rep told the patient not to change the settings, but they do not know if the patient had made any adjustments. They stated the patient was having to charger every 1.5 days and was ¿freaking out about this¿. They stated that they got the following text message from the patient stating ¿they thought there was something wrong with their programmer. They realized they weren¿t charging their battery all the way the first couple of times because the green light was still flashing instead of solid. So on wednesday they did fully charge it thinking that might make the battery last longer, but they stated that it didn't make it to the 48 hours before they hit low battery. They wrote when they are charging it fully it gets to 100% but the green light is still flashing so they keep charging it. So shortly before it is fully charged it beeps and it says poor recharging quality, so they reposition the antenna and it says excellent for about a second and then it says poor recharge quality again. They stated they kept repositioning it for 5 minutes and then the light turns solid green and it says finished. But just now they stated they kept repositioning it for about 20 min before they gave up without fully charging". It was reported that the recharge difficulties occurred on (B)(6) 2018. It was asked but was unknown when all other issues occurred. On (B)(6) 2018 the rep called back with the patient nearby to review patient controller recharger repositioning message and the 100 percent message versus the ¿finished¿ message on the controller. Technical services explained charging quality and battery level messages are independent from each other. No further complications were reported/anticipated.